Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records: it was reported that on (B)(6) 2003 the patient underwent a fusion procedure using rhbmp-2/acs, bone graft, pcr cages and spinal fusion set were used.

Event description:
It was reported that the patient developed unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.